Manufacturer narrative:
Initial.

Event description:
It was reported that the user emailed support stating they were experiencing increased low blood glucose episodes since starting to use the pump, and an agent requested a call to obtain additional information and provide troubleshooting and education. Symptoms included hypoglycemia. Outcomes included no reported alerts or alarms and completion of troubleshooting and education. Investigation included review of the complaint and user-reported experience. Investigation of this case revealed no confirmed device malfunction or alarm activity, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.